Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A search of the complaint database against the reported product code found previous similar reported events. Previous investigation into this complaint found root cause is attributed to excessive torque applied to the handle while tightening stems. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
Stem clamp handle is jamming up and not pulling together.

Manufacturer narrative:
Examination of the returned device confirmed the wrench was not functioning properly. The handle intermittently sticks/jams as reported. Previous investigation into this failure found root cause is attributed to excessive torque applied to the handle while tightening stems. In october of 2007, depuy knee marketing posted an article on acessdepuy to address issues in the field related to use of the 217863134 rev fem/tib/sleeve clamp. The article states that excessive forces placed on the clamp during efforts to secure the adapter can contribute to the instrument damage and becoming non-functional. In addition, the article suggests proper lubrication may contribute to keeping the clamp functioning properly. Based on the investigation determination of excessive torquing as the primary root cause and wear out as a likely contributing factor, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.